Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited cloudy and blurry. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
The failure occurred out of the box or when it was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h2, h3, h6, h11. Corrected field: b5. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaks from manual zoom handle, water leaked from connector and failed water leak test. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to found moisture inside charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.